Manufacturer narrative:
(B)(4). The device was not returned to the baxter product analysis lab (pal) for evaluation. A review of the device history record revealed no issues that may have contributed to the reported incident. The root cause for the reported issue was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Event description:
The nurse called the baxter technical service representative indicating the homechoice device (hc) keeps alarming check patient line and there is blood in the hp's patient line. The nurse reported blood is backing up into the heater bag. The patient filled with 56ml of 1000ml. Tsr assisted the nurse to check the patient's line. The nurse reported she was ordered to end the therapy due to the bleeding. The patient reportedly has had bleeding issues for a few days. The physician will reevaluate the patient in the morning. There were no other issues with the homechoice device.

Manufacturer narrative:
(B)(4). The device will be requested for return to the baxter product analysis lab for evaluation. Should the device be returned and evaluated, a follow up report will be submitted.